Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx. 36mm proximal of weld site. The proximal section of j stiffener wire measures approx. 52mm and migrate down lead body approx. 49mm proximal of weld site. The proximal end of the j wire that fractured approx. 36mm proximal of the weld site and remains attached at weld site has abraded a hole in the outer polyurethane insulation approx. 38mm proximal of the weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 88mm.

Event description:
Device analysis is provided.